Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. The battery longevity decreased by 2 years, which was observed between follow-up visits. It was noted that the patient recently had atrial flutter, which can also increase power consumption, and cause a decrease in the battery's longevity. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a technical services (ts) consultant reviewed device data, and confirmed that this device is depleting normally. The power consumption is elevated due to sensing of high atrial rates. The ts consultant notified the clinician of the results.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The battery longevity decreased by 2 years, which was observed between follow-up visits. It was noted that the patient recently had atrial flutter, which can also increase power consumption, and cause a decrease in the battery's longevity. This device currently remains implanted and in service. No adverse patient effects were reported.